Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, g1, g3, h2, h4, h6, h11. The customer contacted olympus technical assistance support (tac) via phone. Tac assisted with deleting saved images needed by verified contact. Verified with contact that the processor was not in exam mode. Verified manage images was already greyed out indicating the saved buffer images were already deleted. Customer advised that in the folders of the more recent cases the images were black. While on call it was verified that in system settings on processor that recording image to memory was set the hd & sd. Advised customer to procure a scope to run a test case, a scope was not available at the time. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited that the images were black. There were no reports of patient harm.